Event description:
On (B)(6), 2010, received user facility report (B)(4) from (B)(4) hospital south. On (B)(6), 2010, the hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro tissue welder would not stop heating. A replacement kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(6), 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B)(4).